Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics. The cause of peritonitis was unknown. Four days later, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents was performed for lot number gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information becomes available, a follow-up report will be submitted. Same patient as (B)(4).